Manufacturer narrative:
The subject device will not be returned to olympus for evaluation. A technician was onsite and evaluated the device. The allegation of a b30 (scope communication) error was confirmed. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
A customer reported to olympus, the evis exera iii video system center displayed a b30 (scope communication) error. There was no report of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to d9, d10, h3, h4, h6 and h10 from initial report. Corrected: d9, h3, h4 and h6 (type of investigation) as these fields were incorrectly completed on the initial medwatch. Subject device was evaluated on-site by a olympus field service technician (fse) and was not returned to the legal manufacturer. In addition, the fse found the combined endoscope, gif-h190 sn# 2314410, had moisture. The other combined device, clv-190, did not find any socket issues. Added d10 as this was inadvertently not included on the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the fse confirmed moisture in the combined scope which likely caused the event. However, the specific root cause could not be determined at this time. Olympus will continue to monitor field performance for this device.